Event description:
Additional information reported affected eye was the right eye. Due to standardized surgical procedure, the eye was not injured.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental emdr(B)(4). Aware date should have been listed as 27/mar/2026.

Event description:
Healthcare professional reported a xen®45 gts "syringe needle was blunt and the syringe did not contain the stent" during implantation in unknown eye. Surgery was completed with backup device.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "syringe needle was blunt and the syringe did not contain the stent" during implantation in unknown eye. Surgery was completed with backup device.